Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous proximal left anterior descending coronary artery that is 100% stenosed. After an unspecified stent was deployed a 3.75 x 8 mm nc trek neo balloon dilatation catheter was advanced to the lesion site; however, resistance was felt with anatomy when advancing. The balloon ruptured at 10 atmospheres during the first inflation. A 3.75 x 8 mm non-abbott balloon was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the mildly tortuous and mildly calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.